Event description:
It was reported that one day post implant the right ventricular (rv) lead dislodged. Repositioning was attempted, however, there was blood in the lumen preventing the stylet from being inserted to the distal end of the lead. There was also a possible abrasion at the proximal end of the lead. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead dislodged. There was possibly tissue in the helix preventing good attachment to the heart. High impedance was also noted the ra lead was explanted and replaced. It was further reported that there was stimulation from the left ventricular (lv) lead that could not be programmed around. The lv lead was turned off and was subsequently revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that there was no tissue on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator (ICD) (B)(6) 2014; 4296 implantable pacing lead (B)(6) 2014.